Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue was caused by a power surge. Replacing the fuses resolved the issue. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the mobile viewing station (mvs) power went out after switching plugs. Fuse was replaced without resolution. There was no patient present when this issue was observed.